Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 29-jan-2024 and forwarded to millyard advanced medical products, llc on 30-jan-2024. The patient reported that both pumps were alarming and she was unable to restart either of them. The patient went to the hospital to wait for replacement pumps to arrive. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.